Event description:
Generator was received for analysis on 02/10/2016. Product analysis for the generator was completed and approved on 02/17/2016. The battery depletion was an expected event as determined by blc and battery voltage measurement. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was confirmed that the high impedance was only seen when the newly implanted generator was interrogated. The high impedance was seen on system diagnostics.

Event description:
It was reported on (B)(6) 2015 that the patient has had a generator replacement and high impedance was also seen. The patient was having a generator replacement due to eos and then high impedance was seen, so the lead was replaced too. It was noted that the new battery was left in place and a lead revision is pending. No visual lead break was noted. No further relevant information has been received to date.